Event description:
On (B)(6) 2015 the distributor contacted animas, alleging a cracked battery compartment issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1 submitted 3/22/2015: the device was returned to animas and evaluated by product analysis on 3/11/15 with the following results: crack shows from top to bottom on battery compartment to the left side of grip pad.